Event description:
Bifuse was used for chemotherapy infusion with maintenance fluids. Bifuse was removed post infusion and the tip of the bifuse broke off into the clave attached to the patient's central line. Devices will be returned only if manufacturers provide prepaid shipping, packaging as per dot, or pick the item up. The details in this report is the extent to which we identify medications involved or patient contact.